Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the sensor did not read accurately. The blood glucose reading was 404 mg/dl. The sensor reading was 60 mg/dl and put the insulin pump into threshold suspend. The customer was advised to monitor the issue and call back if the issue reoccurred.